Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen turns to purple, and the light guide bundle of universal cord was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for both malfunctions "occasional blackouts (flicker)" and "the screen to turn purple"; this event is caused by a component failure of the uc sheath. And for "the light guide bundle of the insertion part was slightly interrupted and weakened"; this event is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope had occasional blackouts during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen turns to purple, and the light guide bundle of universal cord was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for both "occasional blackouts (flicker)" and "the screen turns to purple" these events are caused by a component failure of the uc sheath. And for "the light guide bundle of the insertion part was slightly interrupted and weakened" this event is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.